Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the wires composing the forceps elevator wire were raised due to fraying, the light cover glass was chipped, the adhesive around the light cover glass was worn, the optical cover glass was chipped, the adhesive around the optical cover glass was worn, the pin unit was stained, the guide wire raiser angulation was out of standard, the up/right angulation was out of standard, and the up/down angulation had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had frayed forceps elevator wires. The issue was found during initial inspection during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to fatigue breakdown from repeated operation of the forceps elevator, then the k-wire became raised due to reprocessing around the forceps elevator or attachment/detachment of distal cover. The event can be detected by following the instructions for use (IFU) which state: ¿cleaning, disinfection and sterilization procedures: brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ ¿preparation and inspection - attaching the distal cover¿ olympus will continue to monitor field performance for this device.